Event description:
It was reported that during a pci procedure involving a 90% stenotic lesion in the lad, balloon removal difficulties were encountered. After successful deployment of a cypher stent, a kissing balloon technique was performed. The first balloon was successfully advanced, however, the maverick2 monorail 20x2.5 mm balloon became stuck in the guide catheter. During removal, the shaft lengthened and split. No pt injuries or complications were reported.